Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting is-1 leads into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during the implant procedure the physician experienced difficulty inserting the leads into the header and had to use a significant amount of force. The leads were successfully implanted with the pacemaker and all products remain in service. No adverse patient effects were reported.